Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17dec2018. No phone number provided the service engineer (se) inspected the device and found that if the power cable is not plugged in, device will shut off, alarm will sound and will not turn back on until alternate current (ac) power is applied. The se replaced the power cord and advised the customer that the ac power needs to be applied to the ventilator. The ventilator passed all testing.

Event description:
It was reported that the ventilator powered off by itself and will not power back up. No patient involvement. The event date was not specified; estimate used.